Manufacturer narrative:
Device returned and has been sent to outside testing laboratory for eval. Response expected (B)(4) 2010.

Event description:
Plate broke approx one month after implantation. Plate was removed and revision surgery conducted. Part has been returned for eval. Investigation in progress.